Event description:
Tech opening bulk cardboard boxes of 5ml IV syringes found foreign material (appeared to be pieces of [invalid] or yarn) both within the box itself and appeared sealed within the sterile packaging itself. Bd 5 ml luer lock single syringe ref# 309646, lot 8061892.